Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads-MRI upn: (B)(4), model: sc-8436-70, serial: (B)(4), batch: 7070986.

Event description:
It was reported that the patient was suspected of an infection at the ipg site with symptoms of redness and soreness. The physician does not believe that the infection was device nor procedure related. The patient underwent an explant procedure and was doing well postoperatively. All explanted devices were kept by the medical facility.